Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that one day after the PICC was placed, there was bleeding at the insertion site. The nurse flushed with 20 ml normal saline and maintained with 2 ml heparin. But bleeding happened again. After using pressure bandage, it was not improved. Then the catheter is pulled out and found there was a breakage 1 cm from the valve.